Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose readings of 550 mg/dl and had symptoms of dry mouth, frequent urination and upset stomach. Customer will be treating with a bolus. Troubleshooting was performed and air bubbles were notes near the reservoir connection. Leak was also mentioned near the infusion set quick release. Customer declined any further troubleshooting and stated that she will change the infusion set. Customer's blood glucose reading at the time of the call was 500 mg/dl. Insulin pump is not being returned for analysis.